Event description:
It was reported that no alarms went off during power-up. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The customer's complaint was that the leds (light emitting diodes) on the front were damaged, and on power up, no alarms went off. This was verified by visual inspection and turning the device on. Leds were broken off inside the front cover, and the speaker was faulty. Replaced pcb (printed circuit board). Device passed all functional testing after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.